Event description:
N/a.

Manufacturer narrative:
Corrected fields: h6 (clinical code). Additional information: event site postal code: (B)(6). Getinge field service engineer (fse) visited the hospital and checked and found that the network settings were incorrect. Fse provided the training to set it up and confirmed with me that it would connect to the network. The iabp was then cleared for clinical service.

Event description:
It was reported that during use on a patient in heart surgery, the cardiosave intra-aortic balloon pump (iabp) unit would not send data with an lan cable in ICU management.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.